Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, consequently, the touchscreen became unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections while waiting for replacement.